Event description:
It was reported that the unspecified bd ¿ pen needle the needle was blocked.

Manufacturer narrative:
Investigation summary: samples were returned but with no known lot number. This issue concerning non-patient end bent before and after use has been previously investigated. Preliminary investigation was concluded by the dun laoghaire site on (B)(6) 2013. The investigation determined that no manufacturing lines were identified to contribute to non patient end pen needle bends. Also, within that investigation, a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the non-patient end of the pen needle can bend and/or break. Per discussion with sanofi aventis, it was conveyed that the over whelming majority of bent pen needle complaints are due to misuse of the product while installing the pen needle on to the pen device. Sanofi aventis explained: during a teleconference call on (B)(6) 2013, that patient end users (non-professional) encounter the np end bent pen needle problem much more frequents then the medical professional end users usually a result of insufficient patient training. So, based on sanofi aventis¿ information and a review of bd pen needle compatibility documentation, lack of compatibility of bd pen needle on sanofi pen device was determined not to be a cause of the np end bent pen needle issue. Investigation conclusion: the investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. Root cause description: this issue may be user related as the pen needled is not being properly installed per IFU. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle the needle was blocked.